Event description:
Reference number (B)(4). Event occurred in canada. On 20-sep-2024, it was reported that patient faced infusion set cannula kinked after 3 or more hours of insertion. Insertion site was upper buttocks. Infusion set had been used for 8 hours. The blood glucose level was 22 mmol/l. Therefore, patient was treated with correction via multiple daily injection. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.